Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient died 3 days following the implant of the valve. Per the physician, the cause of death was due to neurological deterioration after developing intraventricular as well as diffuse subarachnoid hemorrhage consistent with a ruptured aneurysm. Per the physician, the valve could be excluded as a contributing factor to the death, however, the cause of the ruptured aneurysm was unknown. In result of coding, cardiopulmonary resuscitation (CPR) was initiated due to pulseless electrical activity (pea) arrest, and the patient was intubated. Advanced cardiovascular life support (acls) medications were also provided.

Event description:
It was reported that during the implant of this bioprosthetic transcatheter valve, which was implanted within an existing medtronic surgical valve, a post-implant balloon dilation was performed with a 22 millimeter (mm) non-medtronic balloon. At the end of the procedure a transthoracic echocardiogram (tte) measured a mean gradient of 8 millimeters of mercury (mm hg) and paravalvular leak (pvl) was not present. A cerebral protection device was also used during the implant. Following the procedure the patient was transferred to the recovery area. Approximately 60 minutes following this valve procedure the patient coded. A tte showed no issue with the valve. As reported, a type of cerebral aneurysm rupture occurred. The patient was transferred to a neurological division. The physician indicated it was not felt that the valve had contributed to the event. The cause was not reported.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{true balloon}}; product lot/serial number {{unknown}}; product type: {{vascular dilating balloon}}; implant date {{na}}; explant date {{na}} product ID {{sentinal}}; product lot/serial number {{unknown}}; product type: {{cerebral protection device}}; implant date {{na}}; explant date {{na}} product ID {{mosaic}}; product lot/serial number (B)(6); product type: {{surgical aortic heart valve}}; implant date (B)(6) 2007; explant date {{na}} regulatory report # 2025587-2024-06351 captures the surgical valve revision. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this bioprosthetic transcatheter valve, which was implanted within an existing medtronic surgical valve, a post-implant balloon dilation was performed with a 22 millimeter (mm) non-medtronic balloon. At the end of the procedure a transthoracic echocardiogram (tte) measured a mean gradient of 8 millimeters of mercury (mm hg) and paravalvular leak (pvl) was not present. A cerebral protection device was also used during the implant. Following the procedure the patient was transferred to the recovery area. Approximately 60 minutes following this valve procedure the patient coded. A tte showed no issue with the valve. As reported, a type of cerebral aneurysm rupture occurred. The patient was transferred to a neurological division. The physician indicated it was not felt that the valve had contributed to the event. The cause was not reported. Additional information was received that the post-implant balloon dilation was performed due to the valve appearing under-expanded. The mean gradient prior to the balloon dilation was 10 mmhg. Following the cerebral aneurysm rupture, the patient was transferred to another hospital and subsequently died.

Manufacturer narrative:
Updated data: b1. B2. B5. Second paragraph added h1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.